Event description:
Reporter indicated that his programming wand is having problems interrogating. Troubleshooting was performed and programming wand was only successful interrogating when it was shaken. When shaken it sounded like something was loose inside. Programming wand has been returned to MFR and is pending product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.